Event description:
This notification was opened for review due to the manufacturer being contacted about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation, no evidence of foam was found. However, upon review of the error logs, there was a failure in the battery that may impact therapy to the specified publications.